Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that reservoir area was cracked and not gave them correct dosage and battery life of insulin pump was lasting 6 days or less. Customer stated the insulin pump rejected a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device unable to perform all operating currents, a21 error test and all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify for motor error alarm, possible under delivery alarm, low battery alarm, failed battery test alarm due to completely broken reservoir tube lip.